Manufacturer narrative:
(B)(4). Method: the complaint neopuff is not expected to be returned for investigation. The hospital has reported this fault to our us regional office. Results: the fault could not be confirmed. The user facility was asked to supply photographs of the damage but none were provided. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas inlet port was due to impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". A new valve assembly kit has been supplied to the customer and the unit is back in use.

Event description:
A hospital in (B)(6) reported that the gas inlet port of an rd900 infant resuscitator was broken. No patient consequence was reported.